Manufacturer narrative:
After inserting a battery, no critical pump error (open book image) alarm noted. However, device received with failed battery test due to corrode battery tube, also moisture damage electrical board. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests or verify battery power loss alarm due to the failed battery test alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error and also received the open book image on the insulin pump screen. Customer stated that the insulin pump had replace battery alert. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.